Manufacturer narrative:
(B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "fluid in breast tissue", concern for textured implant device, cystsm.

Event description:
Patient representative reported "felt lumps in breast tissue and went in for an examination. Plaintiff was advised that the lumps were cysts filled with fluid plaintiff finally had implants removed" and concern for textured implant device. This record is for the left side. The device has been explanted. Lumps and cysts are not considered to be device related.